Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670;k231373 there were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.b medical device type: jka d.2.a common device name: tubes, vials, systems, serum separators, blood collection d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, clotting was observed on an unspecified number of samples. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints for sample quality are under statistical control for the month of june 2026. At this time, further testing is not indicated. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, clotting was observed on an unspecified number of samples. No adverse impact was reported regarding the patient or user.